Event description:
It was reported on (B)(6) 2015 that the patient had vocal cord paralysis following vns replacement surgery on (B)(6) 2014. He was given a dose pack to take and follow up on (B)(6) 2015. The likely cause was the surgery.

Event description:
Further information was attained that the only the patients left vocal cord was affected, and it has since resolved. Their doctor believes the condition was a result of manipulation during surgery. Their device has since been activated and is performing as intended with no adverse events.

Manufacturer narrative:
Date received by manufacturer; corrected data: the previously submitted MDR inadvertently provided an incorrect year for this field. The year is listed as 03/03/3015 when the actual date is 03/03/2015. This report is being submitted to correct this data.